Manufacturer narrative:
Additional manufacturer narrative: it was reported the annuloplasty ring was explanted due to dehiscence. Late ring dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In this case, it was reported that the patient had endocarditis approximately 10 years post-implant. The explanted ring was not returned to edwards for analysis. Unfortunately, the root cause of this event cannot be confirmed with the available information. However, it is possible that the patient's episode of endocarditis may have caused or contributed to the ring dehiscence. No corrective action is applicable to this event; however, edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a mitral annuloplasty ring was explanted due to regurgitation. It was noted that the patient was successfully treated with antibiotics for endocarditis approximately 10 years after the initial implant. The patient presented with symptomatic congestive heart failure approximately 13 years after initial implant and was found to have severe mitral regurgitation, likely from a chordal rupture and dehiscence of the annuloplasty band. Approximately 14 years after initial implant, the patient had mitral valve replacement with a prosthetic mitral valve and closure of a patent foramen ovale. The patient was reported to be doing well. He will be anticoagulated for three (3) months due to the mitral prosthesis.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Based on received information, postoperative course complicated by profound bleeding requiring massive transfusion protocol in or and return to cpb, significant vasoplegia and cardiogenic shock requiring high dose pressors and inotropic support. Patient was discharged on pod# 17 in stable condition. Intra-operative, then the interatrial septum was transected, dividing the posterior arm of the limbus and septum primum. The heart was retracted. There were multiple ruptured cords to the posterior leaflet, and there was dehiscence of the ring. The ring and sutures were extracted.